Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. Customer stated blood glucose level was "fine". It was confirmed that the customer had insulin pens available as alternate insulin therapy.